Manufacturer narrative:
Date of event was not provided by reporter. (B)(6) 2017 was used as the date of event. The reporter stated the product was implemented on (B)(6) 2017 and the event occurred following product implementation. Model and lot number was not provided by the reporter. Without a lot number, it is not possible to determine the manufacturer date or expiration date. The customer reported some of the staff who were not involved with the trial may not have picked up on some of the nuances of working with the tape. She stated the tape may have been stretched with application in some instances. She also stated the tape may have been re-used when repositioning an ett. Following the event, 3m account representative provided product re-training. The facility found the training very valuable and continue to use the product to maximize adhesion of multipore tm dry surgical tape for tubing securement, the following application techniques are recommended: apply 3m¿ cavilon¿ no sting barrier film to protect at-risk skin. Allow to dry completely before applying tape. (With following disclaimer) *3m¿ cavilon¿ no sting barrier film may be applied to adults, children and infants over 1 month of age. Cavilon no sting barrier film is not recommended for infants under 1 month of age. Apply tape to clean, dry skin and devices. Apply tape with some tension to reduce gaps and looseness, but do not overstretch the tape to devices and skin. After application use firm pressure to maximize adhesion to tube and/or skin. If possible, spiral the tape around the tubing to maximize surface area of adhesive to tubing. Monitor tape adhesion periodically. It is recommended tape be replaced if it becomes overly saturated, loose or soiled. Access the following link for additional training videos: go.3m.com/ctsapplications. Please work with your local sales representative for additional training as needed.

Event description:
A nurse reported four patients experienced unplanned endotracheal tube extubations since implementation of multipore dry tape. No individual information was available related to events or patients.